Event description:
A customer in (B)(6) notified biomérieux of obtaining two false negative results in association with the bact/alert ® fn plus blood culture bottles (reference 410852, lot 4052871). The customer stated both bottles were incubated for five days and flagged negative. These bottles were then sub-cultured and were positive for growth of propionibacterium acnes (p. Acnes). Although the customer did follow the five day incubation protocol, p. Acnes is a fastidious slow growing microorganism which may require a longer incubation period. The bottle instructions for use (IFU) notes this a limitation of the test if fastidious microorganisms are suspected. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in poland notified biomérieux of obtaining two false negative results from a single patient in association with the bact/alert ® fn plus blood culture bottle (reference 410852, lot 4052871). The customer stated both bottles were incubated for five days and flagged negative. These bottles were then sub-cultured and were positive for growth of propionibacterium acnes (p. Acnes). In response to the customer, complaint biomérieux conducted an internal investigation. The investigation examined the bact/alert® fn plus manufacturing directions, including the quality control release testing documentation; all results were determined to be within specification. Bact/alert® fn plus lot 4052871 met all quality finished goods release criteria and was released by quality assurance on 20-feb-2019. The bact/alert® fn plus instructions for use were reviewed and found to provide sufficient caution for the user on the interpretation of a negative result. The root cause was not determined. The bottle performed as expected based on a review of the data provided from the customer. Potential contributing factors of the false negative result of this fn plus bottle include: 1. The organism, p. Acnes, being a fastidious, slow growing microorganism, may require a longer incubation period than a 5-day protocol. 2. In the clinical blood culture sample, p. Acnes can be a contaminant from the skin during the blood collection. In such cases, the contamination may be low-level cfu/bottle, resulting in a time to detection longer than the 5-day test period. The bact/alert ® fn plus blood culture bottle (reference 410852, lot 4052871) is functioning as intended.